Manufacturer narrative:
D1 brand name was updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 67-year-old male patient developed post-cardiotomy cardiogenic shock following coronary artery bypass surgery. An impella cp and an impella rp flex were inserted during the same session. After several days of support, anticoagulation had to be temporarily discontinued due to thrombocytopenia, without any further consequences for the patient. After four days of support, the impella cp was successfully weaned and removed, and the impella rp flex was successfully removed two days later. Although high shear stress may lead to platelet depletion, no clinical consequences occurred and no specific therapy was required. Therefore, only a minor injury will be coded, with an unclear relationship to the two devices.